Event description:
A customer contacted beckman coulter inc (bec) stating that there was a blood and diluent leak at the dispense probe of their coulter lh 750 slidemaker which was contained within the unit. The customer was unable to determine the source of the leak. There is an exposure control plan in place at the facility. The operators were wearing gloves at the time of the incident. No injury or exposure was reported. There was no impact to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and inspected the instrument, but could not reproduce leak. Fse removed slide that was against probe and could have potentially led to a leak. Fse observed vacuum sensor error and replaced sensor, shuttle tubing, filter and choke. Fse then ran shutdown and startup which passed and no leak was observed. Fse also ran numerous slides with no leaks. The cause of the leak could not be confirmed. Fse clarified the following day that the slide was against the probe because the instrument was experiencing vacuum problems leading the slide to fall off. Per fse, it is possible that the probe did not reach completely into the rinse block due to the slide being in its way, thus causing a leak. (B)(4).